Manufacturer narrative:
Manufacturers ref# (B)(4). Reporter occupation: non-healthcare professional. (B)(4). Summary of investigational findings: the reported allegations have been investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported dyspnea, chest discomfort, heartburn, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The device history record was reviewed with no evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012. It is alleged that the [pt] was injured without further explanation." Additional information provided 20may2020: patient allegedly received an implant via right internal jugular vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging tilt, vena cava perforation and organ perforation. The patient further alleges "since the implant have developed severe heartburn, shortness of breath when exercising some discomfort in chest area, had to change job due to inability to perform strenuous job activity". Per a computerized tomography (CT) scan of the abdomen dated (B)(6) 2017, ¿the filter is tilted anteriorly and to the right. Its proximal cone lies near the wall of the ivc. The filter legs have penetrated through the wall of the ivc into the pericaval/mesenteric fat. One of the filter legs has penetrated into the right common iliac artery. Patient outcome: it is alleged that the [pt] was injured without further explanation.